Event description:
It was reported that when the coil was removed from the dispenser hoop, it was found to be broken. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The proximal contact and delivery wire were observed to be kinked, likely due to handling. The main coil was found to be stretched as well likely due to procedural factors as the coil was confirmed to be in good condition prior to use. The physician may have perceived the observed damages (kinked and stretched) as break and reported it as such. However, no break of the delivery wire or coil was found during analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the coil was removed from the dispenser hoop, it was found to be broken. There were no reported clinical consequences to the patient.